Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jan 4, 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of a specimen vial. Additional information on a customer provided pouch was received as well. Visual inspection under magnification revealed that the complaint lens was received cut into four pieces. The lens was cleaned and, no issues that could contribute to or cause the complaint issues could be observed. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's right eye due to adverse side effects with the outcomes of the patient's vision. The patient was bothered by halos day and night to the extent that he did not want to have this vision permanently. The halos were a constant disruption to his vision throughout all times of the day. A non-johnson and johnson lens of +21.0 diopter was used as the replacement. No vitrectomy, no incision enlargement and no sutures were required. The patient has reported that the halos are gone and that he is significantly happier with his vision now. There was no patient injury reported. No further information was provided. The patient had bilateral lens implants. This report is for the patient's right eye. A separate report will be submitted for the patient's left eye.

Manufacturer narrative:
Date of event: the exact date is unknown, but the best estimate date is within the first week following the implantation. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, a definitive response was not received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.